Manufacturer narrative:
Complaint no. (B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related conformance during the manufacture of this product. Functional testing confirmed the reported condition. The visual inspection identified a large cut in the eva material, which was determined to have been caused by a human factors issue. Should additional relevant information become available a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered post compounding, during transport. This report documents no patient involvement or adverse events. No additional information is available.